Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error after it was exposed to moisture. The blood glucose reading was 342 mg/dl, which was treated with a manual injection. The customer stated that she had jumped into a pool with the insulin pump still on. Advised replacement of the insulin pump. Nothing further reported.